Event description:
Dealer states the seat cracked in half on lot#1144542. Replace under warranty #(B)(4).

Event description:
Dealer states the seat cracked in half on lot#1144542. Replace under warranty #(B)(4).

Manufacturer narrative:
(B)(6). Pr #(B)(4) issued MFR report #1531186-2012-00909 with the manufacturer as unknown. The correct manufacturer is kenstone metal.